Event description:
It was reported that a peritoneal dialysis (pd) patient was on antibiotics and that the drain line was cloudy. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was documented that the patient was seen at the pd clinic on (B)(6) 2024 with complaints of cloudy pd effluent and abdominal pain. The patient was diagnosed with peritonitis and prescribed antibiotics (drug, dose, frequency, and duration not provided) and sent home. The pdrn stated the cause of the peritonitis was most likely a result of touch contamination. No further information was obtained.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although there are no culture results available related to this peritonitis event, the pdrn stated the likely cause was touch contamination. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. All dialysis treatments include a risk of infection due to the decreased immune defenses of the patients and dialysis techniques increasing the potential for microbial contamination. Based on the available information the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was on antibiotics and that the drain line was cloudy. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was documented that the patient was seen at the pd clinic on (B)(6) 2024 with complaints of cloudy pd effluent and abdominal pain. The patient was diagnosed with peritonitis and prescribed antibiotics (drug, dose, frequency, and duration not provided) and sent home. The pdrn stated the cause of the peritonitis was most likely a result of touch contamination. No further information was obtained.